Event description:
It was reported that the customer accidentally requested a 15 units bolus instead of a .15 unit bolus. Due to a max bolus being set, 5 units were delivered to the customer. Customer experienced low blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.